Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient called during drain 1 of 700 expected 1600ml with a drain complication, and stated he had been connected for about 4 hours and was still on drain 1. The patient stated he had been having drain alarm issues for the past three days. The patient requested for a replacement machine and confirmed there was no issue with overfill and no injury occurred. The pd patient stated when he went to remove the cycler from the liberty cycler cart he noticed there was a lot of fluid underneath the cycler. He then examined the cassette area and noted some moisture in the cassette area as well. The patient stated no actual fluid leak was noted from any cassette or cycler during or after treatment, and it was unknown when the fluid leak occurred and he was not requested to come into the clinic for any prophylactic medication. The patient stated he was able to complete prior peritoneal dialysis treatments using the cycler and reverted continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment pending delivery of the replacement cycler. A replacement cycler was delivered and the patient able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the new cycler. The sample was discarded and no longer available for evaluation.

Event description:
A peritoneal dialysis (pd) patient called during drain 1 of 700 expected 1600ml with a drain complication, and stated he had been connected for about 4 hours and was still on drain 1. The patient stated he had been having drain alarm issues for the past three days. The patient requested for a replacement machine and confirmed there was no issue with overfill and no injury occurred. The pd patient stated when he went to remove the cycler from the liberty cycler cart he noticed there was a lot of fluid underneath the cycler. He then examined the cassette area and noted some moisture in the cassette area as well. The patient stated no actual fluid leak was noted from any cassette or cycler during or after treatment, and it was unknown when the fluid leak occurred and he was not requested to come into the clinic for any prophylactic medication. The patient stated he was able to complete prior peritoneal dialysis treatments using the cycler and reverted continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment pending delivery of the replacement cycler. A replacement cycler was delivered and the patient able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the new cycler. The sample was discarded and no longer available for evaluation.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.